Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 161 mg/dl, and the meter bg reading was 75 mg/dl. Reportedly, a second cgm bg reading was 160 mg/dl, and the meter bg reading was 114 mg/dl. Reportedly, a third cgm bg reading was 89 mg/dl, and the meter bg reading was 131 mg/dl. No additional patient or event information was available. Reportedly, the customer entered calibration values during periods when no cgm values were present. Tandem technical support instructed the customer to enter calibration bg values to address the issue.